Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a fall resulting in two broken ribs coincident with automated peritoneal dialysis therapy. It was reported that the patient tripped and fell over their cassette line. One day after onset, the patient visited the emergency room, but was not hospitalized for the events. On unreported date(s), the patient was treated with unspecified pain medication (route, medication, dosage, frequency, and duration not reported) for the broken ribs. Treatment with the prescribed pain medication was stopped on an unknown date due to undesired side effects of the medication. On unreported date(s), the patient was treated with tylenol (route, dosage, frequency, and duration not reported) for the pain. Peritoneal dialysis therapy was ongoing at the time of this report. The patient is recovering from the events. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.